Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient with a hinge srom knee fell and loosened the femoral component from the sleeve. The patient has no functioning quad or patella. Right. Old hinge femur and insert were removed and a new one was replaced. Doi: (B)(6) 2021. Dor: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that there is no allegation against the device, no reportable event. Further updates will only be provided if additional information is received that changes the regulatory determination.